Manufacturer narrative:
There has been a previous report received where water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Product is outside of useful life and the customer issue (inoperable foot pedal) is a known hazard.

Event description:
While using a g123, they allege that the pedal doesn't work and the water is so hot in the tank.; the event outcome is unknown as of this MDR evaluation.